Manufacturer narrative:
Section d9 updated due to part return section h6 evaluation code result - additional code added due to part return with analysis. Component code - remove g02005 and add g0201201 h3 device evaluation summary: updated due to part return with analysis medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 ven tilator shut down and stopped delivering breaths.  A review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and based upon voltage out of range (oor) related codes replaced the dc-dc converter printed circuit board assembly (pcba). The unit passed all tests and calibrations as per manufacturer¿s specifications at the time of service. One dc-dc converter pcba was returned for failure investigation. On visual inspection, it was found capacitor c77 was thermally damaged, with smoke damage on the pcba. No further testing was performed. This pcba was manufactured prior to a design improvement to address tantalum type capacitor issues. The cause of the event was isolated to the faulty capacitor c77 in dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 ven tilator shut down and stopped delivering breaths.  A review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found relevant codes indicating a loss of ventilation in the ventilator memory. Sp also found multiple voltage out of range (oor) indicated a potential fault in the direct current (dc) - dc converter printed circuit board assembly (pcba). The sp replaced the dc-dc converter pcba. This repair was performed in conjunction with a similar issue reported under manufacturer report number: 8020893-2024-00045. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient this 980 ventilator shut down and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.